Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 year and 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted due to worsening erythema, pain, swelling, draining pus, and fluid collection at the driveline exit site on (B)(6) 2017. The patient also had a red spot below the sternum. The patient reportedly had failed previously prescribed oral doxy and cipro. Wound culture showed (B)(6). Blood cultures were negative. Twenty-one days of IV vancomycin was started with white blood cell (wbc) normalizing. The patient was otherwise asymptomatic. Ultrasound showed only some fluid around the driveline, no drainable pump pocket. The patient was started on indefinite doxycycline on (B)(6) 2017. The driveline infection reportedly resolved on (B)(6) 2017.

Manufacturer narrative:
A specific cause for the reported event could not conclusively be determined through this evaluation. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.